Event description:
It was reported that the customer's insulin pump has a 1 1/2 inch crack and dark spots on the screen. Customer's blood glucose level at the time 103mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons function properly, however moisture damage was noted on keypad traces. No black spots noted on display window during testing. The insulin pump was unable to prime during prime alarm test due to moisture damage noted in force sensor resistor. The device had cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. No cracks noted on display window or lcd glass.